Manufacturer narrative:
Analysis of the returned subject device did not confirmed the reported event. Upon reception, the transmitter is working normally and can cannot to network without difficulties. Review of the event logs is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 5-june-2026, the transmitter is stuck on "no network".